Manufacturer narrative:
(B)(4). A visual examination of the incident device revealed no damage and a small amount of tissue between the jaws. When latched closed, the jaws aligned properly to each other. The device was tested for resistance, jaw gap and jaw splay (lateral misalignment) and all tests were within the specification. The device was also tested on simulated tissue for proper activation and knife function with acceptable results. The IFU for this device warns that external surfaces of the instrument jaws may remain hot enough to cause burns after the rf current is deactivated.

Event description:
The customer reported that the surgeon took the device out of the abdomen and laid it down on the patient with the jaws lateral to the left side of the navel. When the device was picked up the operating room staff noticed a blistered area near the navel about the length of the jaws of the device. The burn was treated with ointment. There was no other patient injury.